Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no device history record (DHR) review could be performed. Biosense webster is reporting this event under 2 devices manufacturer's report number: 2029046-2018-02112 and 2029046-2018-02118 are related to the same incident. Concomitant products: ge vital sign monitor (model# unknown, lot # unknown). Webster 10 pole catheter (model # d610drp10rt, lot# 30027617m). Lasso nav variable eco catheter (model# d134302, lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ system rf generator and suffered esophageal fistula that led to death. During the procedure, there were no issues reported on any bwi equipment. The procedure was completed successfully with no immediate patient consequences. Few days after the procedure, it was reported that the patient had esophageal fistula and posteriorly died. It is unknown how the esophageal injury was confirmed. There¿s no information regarding physician causality opinion. The autopsy report is not available at the time. The generator was in power control mode at 30 watts with a temperature cut-off at 43 degrees celsius. The overall time for ablation and the last ablation cycle time at the site of the injury are unknown. Esophageal sensor was used during the procedure to monitor the temperature on a ge vital sign monitor that is incorporated into the anesthesia equipment. Multiple attempts have been made to gain clarification on this complaint. However, no further information has been made available.